Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Patient exams were analyzed. The issue was determined to be an issue with the scout shot.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while loading an exam, the image came across as a block model and no anatomy in the 2ds. Exam loaded with a bit depth of 4. Manufacturer representative attempted changing the bit depth, adding pixel magnitude offsets without resolution. There was no patient present when this issue was observed.

Manufacturer narrative:
The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.